Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. The lead remains in-service. No patient symptoms or adverse patient effects were reported.